Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found insulation abrasion at 5.2 cm, 6.9 cm and 20.2 cm from the connector pin. The damage found is consistent with lead friction to ICD can. Internal abrasion was found at 8 cm, 10.7 to 18.2 cm from the distal tip. The efte insulation of the rv cables was damaged at 12 cm and 13.6 cm from the distal tip.

Event description:
It was reported that the ra and rv leads had compromised insulation. The leads were explanted.